Event description:
The customer reported that the device was not able to seal and it felt as if the connection was unstable. There was no patient injury. No further information has been provided on this incident.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.